Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. No further intervention was performed. The patient was stable.

Manufacturer narrative:
The field complaint that the programmer froze while running a threshold test and changed settings was not confirmed. During analysis, all device functions were deemed appropriate. No anomalies found at the time of analysis.

Event description:
It was reported the device was subject to the decrement test field action issued by abbott on 10 march 2022.